Event description:
The customer reported to olympus that during preparation before an unknown procedure. There was no image from the device and the lock was damaged. Per the field service engineer, according to fse, the connector could be connected; the lock of the connector was damaged; sometimes the lock was not tight, when the lock was not tight, there may be no image. The case was finished with the same device without a delay greater than 15 minutes. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The evaluation revealed the lock of the connector s7u was damaged. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to faulty connector lock. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.